Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this pacemaker experienced syncope and injured their head. The patient went to urgent care and was discharged. The device was not interrogated during that time. Subsequently, the patient experienced dizziness every day until the device was checked. The device was discovered to be in safety mode during interrogation. It was noted by the hospital staff that the patient experienced several events of asystole ranging from six to ten seconds. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested from the field representative regarding product return. However, no response was received. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this pacemaker experienced syncope and injured their head. The patient went to urgent care and was discharged. The device was not interrogated during that time. Subsequently, the patient experienced dizziness every day until the device was checked. The device was discovered to be in safety mode during interrogation. It was noted by the hospital staff that the patient experienced several events of asystole ranging from six to ten seconds. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced syncope and injured their head. The patient went to urgent care and was discharged. The device was not interrogated during that time. Subsequently, the patient experienced dizziness every day until the device was checked. The device was discovered to be in safety mode during interrogation. It was noted by the hospital staff that the patient experienced several events of asystole ranging from six to ten seconds. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information was requested from the field representative regarding product return. However, no response was received. Subsequently, the device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.